Event description:
The lay user/reporter contacted lifescan (lfs) in 2005 and alleged pt's meter was set to the incorrect unit of measurement. The medical afairs specialist mailed a letter the following day, since the pt could not be reached for further clarification. The reporter stated that his spouse meter was displaying the results in the measurement of mmol/l, wher the pt should be obtaining their results in the mg/dl setting. The pt went to the hosp and the pt was treated with insulin. No blood glucose results were reported from either the pt or hosp meter. At the hosp, the pt'smeter was areset to mg/dl. It would have been helpful to know what the blood glucose results wer and if the pt adjuster her medications based on the meter results.